Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving baclofen [500 mcg/ml] at a dose of 247.79 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient started presenting with symptoms of what appeared to be withdrawal. This was considered a sudden change in therapy/symptoms that started in (B)(6) 2016. An open dye study and roller study were performed and no problems with the system were found. The pump was updated to program an intended priming bolus to prime the catheter following the dye study. Additional information received on (B)(6) 2017 from a manufacturer representative (rep) reported a healthcare professional reported the withdrawal issue to the rep in the operating room prior to the study. The hcp's information was provided. The open dye study and roller study showed that system was working properly. The results of the study were recorded by hcp per protocol. It was noted the managing physician was an hcp who worked closely with the hcp who performed the studies. It was stated this issue of withdrawal was not confirmed, it was suspected. The cause was unknown. Rep did not know what the hcp decided to do after finding out that the dye/roller study was normal. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that a dye study was done as actions/interventions taken to resolve the reported symptoms of withdrawals. The cause of the symptoms was unknown as the dye study was unremarkable and that per the doctor mesh was used to stabilize the pump. It was indicated that the pump ruled out symptoms present and that the symptoms had been resolved and were ¿probably¿ ms (multiple sclerosis) related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.